Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white flashing display. The customer's blood glucose was unknown at the time of incident. The screen was white and it was just beeping she took the battery out and it beeped until it died. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments or partial display due to blank flashing white lcd. Unable to performed displacement, rewind, seating and basic occlusion due to blank display.